Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative suspected that the imprecision was due to a use error. However, confirmation of use error can not be provided.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed when placing screws. No details were provided on how nor the deviation of the screw placement. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.